Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The ventilator passed self testing.

Event description:
It was reported that, during patient use, the ventilator's screen went blank and shut off. The patient was manually ventilated. The customer was unable to provide additional information as to the patient outcome.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.